Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, broken shell, missing shell (0-25%), white particles on the shell, and wear abrasion. Leak test and microscopic analysis was performed which identified: striated broken on anterior and a crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is striated break on anterior assessed as surgical damage, a crease smooth opening on posterior assessed as fold flaw opening, and a missing shell assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation". Device remains implanted.